Event description:
Pt with mondini deformity, cochlear implant x 1 1/2 yrs, with pneumoccocal meningitis and bacteremia. Vancomycin, cefotaxime, rifampin were started empirically; pt was switched to high dose penicillin once identification and susceptibilities were confirmed.